Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, although the exact cause for the event could not be determined, it is perceived that the increased gradient/thrombosis was attributed to the patient¿s resistance to anticoagulation and history of atrial fibrillation. Additional inquiries regarding the patient¿s status and response to the provided treatment of the medication were made, however, the information has not been forthcoming. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Approximately 13 months post tavr the patient returned to the valve clinic because of exercise intolerance and was found to be in nyha class ii heart failure. A tte was performed which showed an increased gradient of 40mmhg and possible thrombus on the valve leaflets. The post tavr tee had showed velocity was within normal range. No valvular regurgitation and trivial perivalvular regurgitation were noted at the time of implant. A valve area of 2.6 cm² (vmax) and a peak gradient of 11 mmhg were also noted. A follow up CT performed approximately 17 months post valve deployment showed valve thickening and a filling defect along the valve cusp between the right and left coronary ostia likely representing an adherent thrombus. The patient is currently being anticoagulated with warfarin by his pcp. The increased gradient/thrombosis was attributed to the patient¿s resistance to anticoagulation and history of atrial fibrillation.